Event description:
Complainant alleged that while attempting to defibrillate a male patient with one-step electrode pads attached, the device displayed a "defib pad short" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this compliant is still under investigation.